Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm is found in the downloaded history files due to force sensor zero offset out of specification . Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. Customer states that there was no fall or impact on the insulin pump. Customer states that there was influence of the magnet on the insulin pump. The insulin pump will not be returned for analysis.